Event description:
Emergency center staff noticed and reported that multiple 3ml syringes did not have markings on them for dosing. The effected product was removed from service before reaching any patients, however, lot information was not recorded prior to removal. Manufacturer response for syringe, piston, bd luer-lok (per site reporter). Materials management notified the manufacturer, but effected product had already been discarded. Staff have been reminded to save defective product for investigation in the future.